Event description:
It was reported by service report that the communication cable was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged communication cable.